Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had no flow. The issue was further described as; while filling the device with sodium chloride, the tube through which the medicine should flow did not fill, as if it was completely blocked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), and h11. H4: the lot was manufactured between september 12-17, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and observed fluid inside the device's bladder which suggested possible no flow may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.